Manufacturer narrative:
The echelon catheter has not been returned. The catheter was not returned, therefore the reported event could not be confirmed. An event cause could not be conclusively determined from the provided information. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report that the guidewire exited proximal to the distal marker of the echelon 10 45 catheter and not the distal tip. The anatomy and blood vessels were both reported to have been normal. Upon removal of the coil, it was reported to have been damaged. The devices were prepared and used per the instructions for use (IFU). The customer was notified to return the devices.